Event description:
It was reported that the needle pulled out of the hub after removing the cap of bd precisionglide¿ needle. No patient impact reported. The following information was provided by the initial reporter: I pulled the cap off a needle to use and the needle fell right off.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the needle pulled out of the hub after removing the shield. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows an opened packaging blister, a needle hub, plastic shield and a needle. The needle hub has white epoxy. From the photo, it is not clear if the epoxy covers around the entire needle, or if there is sufficient epoxy in the needle hub. No other information can be obtained from the photo. A device history record review was completed for provided material number 305128, lot number 1180510. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.